Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl due to a loose drive support cap on their insulin pump. The customer felt symptoms of nausea. The customer treated their blood glucose levels with manual injections. The customer returned the product for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.